Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. Customer reported the pump began charging after keeping it plugged in for an extended period of time. The customer¿s blood glucose was 103 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.